Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that a loss of connection between the transmitter, receiver, and smart device occurred on (B)(6) 2016. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on 09/07/2016. The reported event of loss of connection was confirmed. A root cause could not be determined. The transmitter was returned for evaluation. External visual inspection was performed and was found to be in good condition. The transmitter passed the nordic bluetooth device pairing test and the global transmitter final functional test. However, the transmitter failed the log review. The customer complaint of loss of connection was confirmed. The root cause could not be determined.